Event description:
It was reported that during use with bd¿ arterial cannula with flowswitch the needle was difficult to remove. The following information was provided by the initial reporter, translated from chinese to english: when indwelling an arterial indwelling needle for a patient, the steel needle core cannot be withdrawn.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that during use with bd¿ arterial cannula with flowswitch the needle was difficult to remove. The following information was provided by the initial reporter, translated from chinese to english: when indwelling an arterial indwelling needle for a patient, the steel needle core cannot be withdrawn.